Event description:
Covidien lp (medtronic) 10 mm structural balloon trocar did not inflate. Device inserted into patient, but could not be inflated. No harm to patient. New device used to complete the laparoscopic preperitoneal right inguinal hernia repair with mesh.